Manufacturer narrative:
(B)(4). The single board computer (sbc) printed circuit board (pcb) and the compact flash (cf) card were returned for evaluation. The service engineer evaluated them and could not verify the reported complaint. The parts were placed into a test ventilator and run without any observed errors. The device passed all testing. The pcb was visually inspected and no anomalies were found. The reported malfunction could not be duplicated.

Manufacturer narrative:
(B)(4). An authorized third party service engineer replaced the single board computer printed circuit board.

Event description:
It was reported that a ventilator frequently generated an alert due to the patient's condition but an audible alarm did not occur. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.